Event description:
A customer contacted beckman coulter regarding elevated accu tnl and ckmb results that were generated for a pt sample by the synchron lx I clinical system. The accu tnl and ckmb result were as customer stated: "results high". The actual pt results and history have not been provided by the customer. The customer indicated that a physician questioned the initial results and the pt sample was re-tested. There is no information if the original pt sample was used or a fresh sample was collected from the pt. The results obtained from the repeat were as the customer indicated: "normal". The actual results were not provided. The customer did not indicate if a corrected report was issued after the sample retesting. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.